Manufacturer narrative:
Investigation is ongoing. Eval results: visual inspection of the lens showed evidence of surgical residue and the lens was stuck in the inserter. The foam tip plunger was stuck in the holder.

Event description:
A silicone lens model aa4203tl was loaded and it would not advance. The lens was not implanted and there was no pt injury. An msi-p1 was the delivery device that was used and an mtc-60c cartridge was used. The lot numbers are unk. The facility stated it is unk if a product malfunction occurred.